Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the hp and system performed as expected. The system intermittently failed to contact with the thermistor 3 of the treatment tip. The datacard log confirmed the customer¿s account of ¿tip too warm error¿ occurring during treatment. If a treatment tip¿s thermistors exceed the maximum temperature limit due to accelerated thermistor temperatures during active mode, the temperature monitor will catch this condition and display a ¿tip too warm¿ error and place the system into a safe state. This condition presents no patient risk. According to thermage flx user manual (p009418-04 rev. A), blisters are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device.

Manufacturer narrative:
The treatment tip was returned and evaluated. The tip passed both leak and visual inspection, however failed thermistor testing. Functional testing was not able to be performed as the tip was expired. A review of the device history logs is in progress. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A practitioner reported that one day post thermage treatment a patient developed blisters on the left upper eyebrows and the right lower side of their face. Prior to treatment the patient took two panadols. No treatment for the blisters was noted, however the practitioner indicated that a scar is expected. The blisters later turned to brown colored scabs. Images of the patient were reviewed and hyperpigmented lesions are visible on the left lateral forehead area and right cheek. The treatment tip was inspected prior to the treatment and then every 5-10 pulses. The practitioner indicated that during the treatment they received several ¿tip too warm errors.¿ they also indicated they tested pulses on their own arm and the tip was cold.